Event description:
It was reported that a recently purchased expiratory channel printed circuit board did not work. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the returned expiratory channel printed-circuit board (pcb) has been completed. This board contains electronics which include a microprocessor for control of the safety valve functions in the inspiratory section of the device. The pc-board was installed in a reference system for simulated-use testing. The performed pre-use checks tests (puc) failed the safety valve sub-test during the calibration of the safety valve when the pc board was cold. After the pc board had been inside the ventilator and warmed up, it passed the safety valve sub-test. After this, it no longer failed to calibrate the safety valve, regardless of the pcb being cold or warm. The root cause for why the expiratory channel pcb failed the calibration of the safety valve sub-test has not been determined from this investigation.

Event description:
(B)(4).